Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left main coronary artery with calcification and 90% stenosis. During advancement of the balance middleweight universal ii guide wire, there was resistance with the introducer sheath. There was even more resistance during removal. A new bmw universal ii guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and the reported difficult to remove were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported difficulties were unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement into the introducer the guide wire was not coaxially aligned, meaning it was not inserted straight so it interacts with the introducer and/or a coagulation of blood/contrast on the guide wire resulted in the reported difficult to advance and the reported difficult to remove. The noted scratches sporadically throughout the entire length of the teflon coating is likely due to interaction with the torque device. The noted multiple bends and kinks on the entire length of the core likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.